Manufacturer narrative:
(B)(4). Clarification to implant date: between 2016 and 2018. Article citation: rauchegger, teresa, et al. ¿two-year outcomes of minimally invasive xen gel stent implantation in primary open-angle and pseudoexfoliation glaucoma.¿ acta ophthalmologica, vol. 99, no. 4, 2020, pp. 369¿75. Crossref, doi:10.1111/aos.14627. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of glaucoma progression, device migration, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. High intraocular pressure and device migration are known adverse events addressed in the product labeling.

Event description:
The article "two-year outcomes of minimally invasive xen gel stent implantation in primary open-angle and pseudoexfoliation glaucoma" noted the patients implanted with a xen®45 gts expected the serious adverse events of one xen® gel stent was dislocated into the subconjunctival space within the first postoperative month. 13 eyes were a complete failure requiring a secondary glaucoma procedures with 10 eyes required trabeculectomy and 4 eyes requiring a 2nd xen®45 gts implanted. A further patient developed a glaucoma attack with an intraocular pressure (iop) higher than 50 mmhg at month 6 months. This is the same article reported under MDR ID# 3011299751-2021-03053 (allergan complaint #: (B)(4).